Event description:
The customer reported that the front panel of the subject device was not working. It was sometimes hanging up and was unresponsive. This was found during routine testing and there was no patient involvement. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found there were sometimes severe lines in the image in addition to the front panel working intermittently.

Manufacturer narrative:
During inspection and testing, service found there were sometimes severe lines in the image in addition to the front panel working intermittently. A review of the device history record found no deviations that could have caused or contributed to the reported issues. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the front panel did not work and there were lines in the image due to contact failure of the receptacle unit. However, a definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device. In addition, service found the pins of the video receptacle were damaged, there was a crack on the power switch, the tank socket was rusty, there was a minor scratch and hit marks on the front panel, there was a minor scratch on the rear panel and chassis, and there was minor corrosion on the top cover. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.